Event description:
It was reported that the patient presented for follow-up with over-sensed noise exhibited by the right ventricular lead. The patient was scheduled for lead revision. During the procedure, an insulation breach was observed and the lead was capped and replaced on (B)(6) 2022. The patient was stable.